Event description:
During the implantation procedure after 2 attempts to rescue x2 shock zones, the device was unable to successfully rescue the patient; provide rescue therapy. The device was not implanted.

Manufacturer narrative:
(B)(4). The analysis on this device is pending.

Event description:
During the implantation procedure after 2 attempts to rescue x2 shock zones, the device was unable to successfully rescue the patient; provide rescue therapy. The device was not implanted.

Manufacturer narrative:
(B)(4) 2012: the analysis on this device is pending.